Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a monarc subfascial hammock on or about (B)(6) 2009 with the intention of treating her stress urinary incontinence and pelvic organ prolapse. It was alleged, the plaintiff suffered serious bodily injuries, significant mental and physical pain and suffering. It was also alleged the plaintiff experienced infections, dyspareunia, vaginal scarring/ shrinkage, erosion, bleeding and other severe adverse health consequences.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.